Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The I/o transition board was reseated. The damaged wire on the laser aimer was repaired. The camera potentiometer was adjusted. The sys was tested and operates as intended.

Event description:
The customer reported that the sys displayed poor image quality. This event occurred during a procedure. No pt injury was reported.